Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-72247. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box h. The following correction has been updated in this report. The manufacturer previously reported on this device in MDR 2518422-2022-48180. This report was submitted as a duplicate report of the previously submitted report. In box h: h11 was corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging respiratory tract irritation and kidney disease/toxicity. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the third-party service centre. There was 0 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation.